Event description:
This report is being filed as the partial detachment of the clip (clip remains attached to the posterior mitral leaflet) has the potential to cause or contribute to patient injury. It was reported that before a mitraclip procedure, the physician had planned on implanting more than one clip to help reduce the patient's functional mitral regurgitation (mr) grade. During the procedure, prior to the deployment of the first clip ((B)(4)), the leaflet assessment showed a stable insertion of both leaflets. However, immediately after implanting the clip it detached from the anterior leaflet. Due to the bright regurgitation, three additional clips ((B)(4)) were implanted without difficulties with no stenosis. The physician assumed that the anterior leaflet detached from the first clip due to the tethering of the anterior leaflet. Throughout the procedure, the first clip showed a stable attachment to the posterior leaflet; no tissue damage was noted to the anterior leaflet due to the detachment. The physician has not made any allegations against the mitraclip devices during the procedure. Post procedure, the final mr grade was reduced from 4 to 2-3 with the implantation of 4 clips. The patient was clinically stable during and at the end of the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: mitraclip system: steerable guide catheter; lift; support plate; stabilizer. The mitraclip remains implanted on the mitral valve leaflet. As the device was not returned for evaluation, an analysis of the complaint device could not be performed. Potential causes for single leaflet device attachment (slda) leading to incomplete coaptation can be caused by, but are not limited to, manufacturing anomalies, patient conditions, user technique and procedural conditions. During manufacturing, all devices are subject to 100% visual and functional inspection to verify product quality. Review of the device history record (DHR) confirmed this device passed all in-process and final inspections, including verification that the clip and its components functioned as expected. Based on the review of DHR, this lot met specification. The user also reported no issue while functionally inspecting the cds during device preparation, which is an indication that the device was functioning properly prior to use. In this case, the user assumed that the clip detached from the anterior leaflet due to the tethering of the anterior leaflet, therefore, the probable cause of the single leaflet device attachment was attributed to patient anatomy. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.